Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for radiculopathy. The caller reported lower extremity and lower gastrointestinal issues since the implant and thinks that the symptoms were device related. The caller reported device was removed, it was unknown if complete system was removed but ins was. Symptoms were not resolved since ins was removed. This was a sudden change in therapy/symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.